Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure of a pacemaker dependent patient, the pulse generator exhibited loss of output after suspected electrocautery interaction. The patient was asymptomatic and did not experience any adverse events. The pulse generator was explanted with no further complications. The patient's condition was good post procedure.